Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. Under-sensing of p-waves was also found. It was noted that there was placement difficulty during implant. The ra lead was reprogrammed, capped and replaced. No patient complications have been reported as a result of this event.